Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 95 months oversensing was reported. The lead was replaced, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 40 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragment, in particular between 10 cm and 12 cm proximal to the lead tip. However the insulation was intact. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against modified tissue or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the extraction procedure. With regard to the issues mentioned in the complaint description, the analysis of the available lead fragment did not show any deviations which might have contributed to the clinical observation. As the 25 cm long proximal lead fragment was not received for analysis, no further root cause investigation was feasible. The analysis of the distal lead fragment did not reveal any sign of a material or manufacturing problem.